Event description:
It was reported that a patient presented in the hospital for removal of the right atrial and right ventricular lead. Device interrogation had revealed noise and no capture on the atrial lead and low impedance and noise on the right ventricular lead. The lead were explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. A fracture of the conductor was noted at 14.9cm from the pin. This fracture is consistent with the observation from the field of low impedance and noise.